Event description:
It was reported that the ventilator did not start. There was no patient harm reported. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
**Device related data quality updates only** the UDI information is not available since the device was manufactured before the implementation of UDI in manufacturing on 2015-10-22. A correction of field # d1 brand name, # d4 version or model #, # h4 manufacture date were required. D1 - brand name - previous brand name: servo-I, - corrected brand name: servo-I base unit d4 - version or model # - previous version or model #: servo-I, - corrected version or model #: 6487800 h4 - manufacture date - previous manufacture date: 10/13/2015. - corrected manufacture date: 10/09/2015.

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The reported malfunction has been confirmed during evaluation of the provided service report and problem description. No log files were attached to this record. Our filed service engineer (fse) was on-site for further investigation and found out that ac/dc converter required replacement. The fse replaced the faulty part. Safety and functionality checks were performed and passed according to manufacturer¿s specifications. The ventilator was cleared and returned for clinical use.no parts were returned for investigation, therefore the root cause of the reported issue could not be determined.

Event description:
Manufacturer's ref. #: (B)(4).